Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer reported that the iabp was swapped out and therapy continued without issue. Repairs were not needed for the iabp as the customer was able to re-secure the iabp fill port line. No parts were replaced and the iabp was returned to the department cleared for clinical use. The full name of the initial reporter is (B)(6). An abbreviation was used due to the full name exceeding the character limit for that field.

Event description:
The customer reported that the intra-aortic balloon (iab) catheter disconnected from the luer plug on the safety disk causing an autofill failure. The customer is not requesting service from getinge as they are not alleging a malfunction of the intra-aortic balloon pump (iabp). The customer is suggesting that the luer plug connection to the hose is a poor design. There was no adverse event as a result of this occurrence.